Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a no motor movement or negligible movement retries to free a stuck motor failed alarm. The customer stated they were not able to clear the alarm. Customer stated insulin pump had frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device initially passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected frozen screens or pump error 38 were noted during these tests. However, during the motor test, the motor did return a pump error 38. Per visual inspection found traces of corrosion on the home motor switch.